Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 71313with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation: a review of the device history record was completed for batch 6153504. Product was manufactured at the bd (B)(4) june 2016. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Ii: customer sample/photo analysis: photos revealed a 13mm tube inside a 16mm tube. Iii: investigation root cause summary: this issue can occur when a tote is returned from tubes manufacturing to the injection molding department with 13mm tubes left in the bottom of the tote. If the tote is not properly unloaded, and 16mm tubes are placed in the tote and brought to the tubes manufacturing production area, one of the 13mm tubes may become lodged inside of a 16mm tube. To ensure containers are being emptied as required before reuse procedure(s) will be revised and operators will be trained to new revisions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends .

Event description:
It was reported that inside the sst 16mmx100mm size tube there was a 13mmx 25mm size tube. The smaller tube had the gel inside of it.

Manufacturer narrative:
Date received by manufacturer.